Manufacturer narrative:
Continuation of d10: product ID 37083-40 lot# serial# (B)(6) implanted: 2011-(B)(6) explanted: 2020-(B)(6) product type extension product ID 3708200002 lot# serial# (B)(6) implanted: 2011-(B)(6) explanted: 2020-(B)(6) product type extension h3 device evaluation: analysis of extension (B)(6) found a set screw impression on connector #6 and environmentally assisted degradation of the insulation at the proximal end of the extension that was consistent with metal ion oxidation. Additionally, it was found that connectors 4, 5, 6, and 7 were pulled out. Analysis of extension nkb010461n found no significant anomalies; it was noted the extension body was cut through and segmented. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 37083-40, serial#: (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2020, product type: extension. Product ID: 3708200002, serial#: (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2020, product type: extension. Other relevant device(s) are: product ID: 37083-40, serial/lot #: (B)(4), ubd: 17-may-2015, UDI#: (B)(4). Product ID: 3708200002, serial/lot #: (b)(64), ubd: 11-aug-2011, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare professional (hcp) reported that there seemed to be a damaged extension that needed to be replaced. It was replaced and a second extension was damaged during the procedure. This was a separate issue from the previous extension damaged and this extension was replaced. During an implantable neurostimulator (ins) replacement there was an issue with the extension. The extension was replaced with a bifurcated extension. It was assumed that there were 2 1x4 leads but an x-ray showed that there were 3 1x4 leads had been implanted. While replacing the extension the bifurcated extension was damaged and that one ended up being replaced as well. The extensions were replaced and impedances were within range. The issue was resolved at the time of report.